Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/ml clonidine at a dose of 80 mcg/day and 5 mg/ml dilaudid at a dose of 0.8 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the alarm was heard and confirmed by telemetry. It was a critical alarm for low battery reset and safe state. The pump logs were checked. The patient was in hospice care and had a big mass in her lung. The patient had experienced more pain in the past 4-5 weeks of the report. The pump was reprogrammed. The patient opted not to work up the mass because she had no intention of treating. The battery was showing this low at 17 months. Hospice was working for pain management resolution since patient was not a good surgical candidate to replace the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.